Manufacturer narrative:
Patient information is unknown. Date of patient¿s fall and tibial nail breakage is unknown. The 510k: this report is for an unknown tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is an unknown date approximately three years prior to explantation. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that a patient underwent revision surgery on (B)(6) 2018 due to a fall that resulted in a fractured tibia and a broken tibial nail. The date of the fall is unknown and the original implant date was reported as ¿approximately 3 years ago¿. The patient was revised to a new tibial nail. During the removal of the broken nail, there was an issue with the tibial extraction screw and as a result, the surgeon used a non-synthes device to remove the nail. There was a ten (10) minute delay in surgery due to this issue and no patient consequences were reported. This report addresses the issues with the tibial nail. The event related to the failing of the extraction device is reported in (B)(4). This report is for an unknown tibial nail. This is report 1 of 1 for (B)(4).